Event description:
Pt was hospitalized with diabetic ketoacidosis. As pt is an insulin dependent diabetic on continuous insulin infusion therapy, she requested that her insulin pump be checked. Pt indicated that she had not been taking blood sugar readings nor had she given herself a all day.no other info was provided. The pt ended up in the hosp in dka. She was blaming the pump for not delivering. She had not been taking blood sugars all day and she had not been giving herself any bolus. She was using bent needles and velosulin. She said the staff at the hosp wanted the pump checked because they said was the pump, but then she said they knew nothing about pumps. Tried to assist the pt in troubleshooting but she just wanted the pump checked out.